Manufacturer narrative:
Bought a snoreguard a few days ago and has a serious problem. Upon speaking with, she stated after using for two nights, jaw is very sore and teeth are no longer aligned. I told her she should discontinue use and speak to her dentist. Said she knows she didn't fit it correctly and that's why she's sore and teeth feel misaligned. She wanted to know if she could reheat it and try to refit it. I read the cautionary statement from the IFU that states "severe or sharp pain is not normal. Device should not be used it if causes sharp, severe or prolonged pain to the teeth, jaw or gum." She stated it was not severe or sharp and said the IFU said minor pain or soreness is normal when you first start wearing it. I confirmed this. She stated this is what she believed it was. I told her she could reheat it to try to refit if she would like, but she may want to discontinue wearing it for a couple of days until the soreness subsides, and until she can follow up with her dentist. She said even trying to just speak to her dentist would result in a $(B)(6) charge and insisted she knew it was because she didn't fit it very well. I ensured she knew about mailing in the request for a replacement just in case reheating the existing device did not work.

Event description:
Bought a snoreguard a few days ago and has a serious problem. Upon speaking with, she stated after using for two nights, jaw is very sore and teeth are no longer aligned. I told her she should discontinue use and speak to her dentist. Said she knows she didn't fit it correctly and that's why she's sore and teeth feel misaligned. She wanted to know if she could reheat it and try to refit it. I read the cautionary statement from the IFU that states "severe or sharp pain is not normal. Device should not be used it if causes sharp, severe or prolonged pain to the teeth, jaw or gum." She stated it was not severe or sharp and said the IFU said minor pain or soreness is normal when you first start wearing it. I confirmed this. She stated this is what she believed it was. I told her she could reheat it to try to refit if she would like, but she may want to discontinue wearing it for a couple of days until the soreness subsides, and until she can follow up with her dentist. She said even trying to just speak to her dentist would result in a $70 charge and insisted she knew it was because she didn't fit it very well. I ensured she knew about mailing in the request for a replacement just in case reheating the existing device did not work.

Manufacturer narrative:
Bought a snoreguard a few days ago and has a serious problem. Upon speaking with, she stated after using for two nights, jaw is very sore and teeth are no longer aligned. I told her she should discontinue use and speak to her dentist. Said she knows she didn't fit it correctly and that's why she's sore and teeth feel misaligned. She wanted to know if she could reheat it and try to refit it. I read the cautionary statement from the IFU that states "severe or sharp pain is not normal. Device should not be used it if causes sharp, severe or prolonged pain to the teeth, jaw or gum." She stated it was not severe or sharp and said the IFU said minor pain or soreness is normal when you first start wearing it. I confirmed this. She stated this is what she believed it was. I told her she could reheat it to try to refit if she would like, but she may want to discontinue wearing it for a couple of days until the soreness subsides, and until she can follow up with her dentist. She said even trying to just speak to her dentist would result in a $70 charge and insisted she knew it was because she didn't fit it very well. I ensured she knew about mailing in the request for a replacement just in case reheating the existing device did not work.

Event description:
Bought a snoreguard a few days ago and has a serious problem. Upon speaking with, she stated after using for two nights, jaw is very sore and teeth are no longer aligned. I told her she should discontinue use and speak to her dentist. Said she knows she didn't fit it correctly and that's why she's sore and teeth feel misaligned. She wanted to know if she could reheat it and try to refit it. I read the cautionary statement from the IFU that states "severe or sharp pain is not normal. Device should not be used it if causes sharp, severe or prolonged pain to the teeth, jaw or gum." She stated it was not severe or sharp and said the IFU said minor pain or soreness is normal when you first start wearing it. I confirmed this. She stated this is what she believed it was. I told her she could reheat it to try to refit if she would like, but she may want to discontinue wearing it for a couple of days until the soreness subsides, and until she can follow up with her dentist. She said even trying to just speak to her dentist would result in a $70 charge and insisted she knew it was because she didn't fit it very well. I ensured she knew about mailing in the request for a replacement just in case reheating the existing device did not work.